Event description:
It was reported that a pump has a system error 322. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. Physical inspection found that the upper latch bracket screws were loose, allowing the upper latch switch to move in and out from the upper door latch. The evaluation confirmed the reported system error 322 caused by loose nylon screws that trigger an intermittent open/closed switch connection. The upper auxilliary assembly will be replaced.